Event description:
The carefusion sales rep reported "dr. (B)(6) was using this on a patient and the tip broke off in the patient.  There was no injury to the patient since they were able to recover it from the patient". Additional information received from the customer: this procedure happened on (B)(6) 2015. Dr. (B)(6) was doing a laminectomy removal hnp and using the #4 gold angle kerisson. The instrument¿s foot plate broke while using it on the procedure. The broken piece was retrieved and no further issue for the patient and no injury took place.

Manufacturer narrative:
(B)(4). The complaint device has been returned from the customer. The device will be sent to the supplier for investigation. A follow up will be sent once the investigation has been completed.

Manufacturer narrative:
(B)(4). The complaint instrument was returned and an evaluation was performed. The instrument was manufactured in november of 2008. During the visual inspection, it was observed that the distal end of the tip of the device has evidently been subject to third party post-marketing manufacturing processes. The original gold-coating of the device was removed, perhaps by sandblasting. Removal of this coating may have affected the tip of the instrument. Because the instrument was subjected to unauthorized third party repair activities, it is possible the footplate became too thin, increasing the probability of the fracture. Without the piece that broke off being returned for evaluation, additional investigating is not possible. A review of the device history record (DHR) was performed for this lot. There were no issues identified with the material or manufacturing process that would have contributed to the reported issue. All review of the original material certificates and review of the work order are within specification with no issues detected. The hardness of the instrument was tested at 45.4 hrc which is also within specification. The instrument is over seven years old and is shown to have the normal wear and tear that is expected. A review of the carefusion complaint system was performed for this instrument over the last two years. There have been no other reported complaints for this same issue with this instrument in that time period. The reported issue will continue to be trended and evaluated by carefusion.